Event description:
It is reported that the patient was revised due to loosening, osteolysis, pain and trunnion wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.